Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was also received with case serial number label faded, cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. (B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Event description:
The customer's father reported via phone call that there was crack on the back of insulin pump. The customer's blood glucose value was unknown. The customer reported crack from bottom all the way through battery compartment. The customer jumped into the swimming pool and there was water on the insulin pump. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.